Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the electrode pads had been discarded and will not be returning to zoll.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician unplugged and re-plugged in the cable to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1218058-2020-00009 and 1218058-2020-00007 for similar events reported from the same customer.